Manufacturer narrative:
This report is submitted on september 21, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced pain and non-auditory sensations with device use; however the issue could not be resolved. Subsequently the device was explanted on (B)(6) 2017.